Event description:
It was reported by the patient that post a coronary drug eluting stenting treatment procedure, patient complications occurred. The lesion being treated was the left subclavian vessel. A 5.00x12mm taxus liberte stent was deployed. The patient feels that the drug is making her feel 'very bad'. She is experiencing, weight gain, feels very bloated, every joint hurts, and hands, feet and face swell. The patient is taking 1 asprin a day. 'And that is all'. The patient reported the device to be a 5.00x12mm taxus liberte stent, but we have been unable to confirm. Additional information has been requested but is not available.

Manufacturer narrative:
(B)(4). The investigation determined the causes of the increase in frequency of static discharge events were due to the architect reaction vessels (rvs) supplier's manufacturing material and manufacturing processes. The investigation identified rv lots made from a particular polypropylene resin lot were responsible for a majority of the static discharge events. Analysis of this resin lot determined it has unique compositional and analytical characteristics when compared to other resin lots, which facilitated the build-up of static charge on the rvs. The investigation identified variables within the suppliers' molding manufacturing process that contributed to static charge variation across rv lots. Other contributing factors that can generate a static charge on the rvs include low humidity, handling, shipping and creation of charge within the architect instruments themselves. In addition, abbott has implemented static charge testing for acceptance of all incoming rv lots from our supplier. Abbott has worked in close collaboration with our suppliers to assure consistency of incoming resin material, and to improve the supplier's molding process to reduce the potential generation of static charge.

Manufacturer narrative:
Concomitant medical products: architect analyzer. Evaluation: no method, results or conclusions can be made at this time. This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.

Event description:
The customer observed architect i2000sr error code 1006 (unable to process test, background read failure) 16 times for the hiv, tsh and hepatitis b surface antigen assays, when reaction vessel (rv) lot 74114p100 was in use. The customer was advised to perform checks of the analyzer and no issue were found. The customer continued to observe error 1006, as well as error code 1007 (unable to process test, activated read failure), therefore a new rv lot was shipped. There was no impact to patient management.

Manufacturer narrative:
The initial medwatch report was submitted with an incorrect date of 5/12/09. The correct date received by manufacturer is 5/21/09, which has been corrected in this follow up medwatch report. An investigation is in process. A final report will be submitted when the investigation is complete.